Event description:
It was reported that during an emergency check up on a competitor ICD, noise and increased lead impedance were observed on the rv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.